Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had powered down and was offline. The field service engineer (fse) addressed a report that the station was completely powered down and could not be powered back on. The fse performed an on-site inspection and isolated the issue to enhanced full height drawer number three on the main station. The fse conducted troubleshooting and identified the controller board at the rear of the drawer as the cause of the complete power failure. The fse replaced the controller board and verified that the module controller remained fully functional and undamaged. The fse then reassembled all components, powered the station back on, and executed the hardware testing application, which completed successfully. The fse confirmed that the customer was able to recover storage space within the user application and access all pockets without any failures, ensuring normal system operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was offline. There were no adverse events or injuries reported based on this event.